Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that the device continued to exhibit noise.

Event description:
It was reported that upon interrogation, the pulse generator exhibited ventricular noise reversion episodes. The noise could not be reproduced. The patient experienced no adverse events and would be monitored.